Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the bolus wizard did not show the amount of active insulin. The blood glucose reading was 163 mg/dl. Customer stated that he had bolused for a high blood glucose reading of 590 mg/dl and the 12.7 units of insulin showed up in the active insulin. He stated that the correction bolus was incorrect. Customer had received a no delivery alarm during the bolus. Nothing further was reported.